Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
Email received in corporate mailbox on (B)(6) 2010. It was reported by the nursing staff that there's no flow when hooking up a piggyback to the y-port when using the clearlink continu-flo solution set, product code 2h8537, lot number unknown. The condition occurred on (B)(6) 2010 and the set is presently in use on a patient and infusing. The nurse primed the secondary set, but once it was connected to the upper y-site it would not flow. Twice more the set was disconnected and then reconnected and it still did not flow. The nurse said the solution bag was squeezed. The staff was just recently told to squeeze the bag to initiate flow. On the fourth try it started to flow. This facility infuses chemotherapy and very rarely anything else. The sample is not available as it is currently infusing chemotherapy. The staff was told to hold on to samples in the future. No additional information is available.